Event description:
A customer reported obtaining an unexpected negative reaction with capture-r ready screen 3, lot r220 on the galileo echo.

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files. For the antibody screening assay, cell 1 resulted as 3+ and was visually positive. Cell 2 resulted as negative and was visually negative. Cell 3 resulted as negative and visually appeared positive. Cells 1 and 3 are jkb positive. Cell 2 is e positive. Controls reacted as expected. The image files for the antibody identification assay were reviewed. The jkb and e positive cells resulted as equivocal to 3+. The equivocal cell visually appeared positive. Controls reacted as expected. A review of the color check showed that plasma had been added to the test wells. All other antibody screening and identification samples reacted as expected. Qc reacted as expected. No additional sample was available for investigation. Due to plasma being added to the wells, and all other jkb cells reacting as expected, we are unable to rule out the sample as being the cause of unexpected reactivity in detecting anti-e. The customer was advised that according to the package insert, no one test method is capable of detecting all antibodies.